Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose and the insulin pump had blank display. The customer's blood glucose was 700 mg/dl. The customer was treated with the manual injection. The insulin pump had crack on the back and it was damaged on the reservoir lip ring. The troubleshooting was performed for the blank display and damage. The customer was discontinue use of the insulin pump and revert to backup plan the product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Insulin pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.